Manufacturer narrative:
The customer reported that their AED arm will no longer work. The customer said that the arm has been out of service for 6+ months. The service/software was upgrade- unit not available at time of call. Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The customer reported that their arm will no longer work. The customer said that the arm has been out of service for 6+ months. The service/software was upgrade- unit not available for trouble shooting at time of call. They reported that this did not occur during patient use.